Event description:
A us distributor returned a monitor and reported the monitor was displaying adjust belt messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. Monitor will be removed from service due to contaminatin found on pcbs. The root cause for the open resistor could not be positively identified. No adverse event resulted from the damaged monitor.